Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was depleted and the AED was not being maintained. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED battery was depleted and that their AED had not been maintained. They reported that this did not occur during patient use.